Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the flexcath advance sheath (4fc12 / (B)(4)) was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issue. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and that the valve was torn. In conclusion, the reported issue, a saline leak, was confirmed through testing. The flexcath advance sheath failed the returned product inspection due to a leaking hemostatic valve. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, there was a saline leak where the side port tubing connected to the sheath handle. The sheath was replaced and the procedure was completed with cryo. The sheath subsequently tested out of specification upon manufacturer's investigation. No patient complications have been reported as a result of this event.